Event description:
It was reported the patient experienced increased pain. X-rays showed the catheter had dislodged. The distal segment of the catheter had pulled down in the cervical area. The catheter was revised. The pt recovered without sequela.